Manufacturer narrative:
The actual device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The user facility reported that a blood leak occurred during treatment to a patient. Patient information was declined to be provided however the patient was reported to be feeling well. No sample available for return.